Manufacturer narrative:
Per the perfusionist, the k+ parameter was not referenced during the case.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) parameter on the unit was being inaccurate and becoming consistently high after in vivo calibration. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the monitor to run in operate mode with a standard reference sensor test (srs) attached to the blood parameter module (bpm). The intensity values collected from the monitor over this time indicated consistency in terms of intensity values collected from the bpm. Per the manufacturer's clinical specialist, the users are not consistently isolating the shunt sensor from prime solution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
81 evaluation is in progress, but not yet concluded.

Event description:
Per clinical review: there were potassium (k+) inaccuracies during the cardiopulmonary bypass (cpb) procedure on february 19, 2019. The perfusionist stated that his team does their set ups differently regarding the exposure of the shunt sensor to the priming solution. It was relayed to him to ensure that either the exposure to the shunt sensor be limited to right after the commencement of cpb, or ensuring that their priming solution was between a ph of 7.0 and 7.8, per the unit instruction for use (IFU). He had originally stated that once his calibration was complete, carbon dioxide (co2) was blown off, sodium bicarbonate was added to the prime and recirculated. The shunt sensor was then added to the circuit. He then placed the system in the operate mode to insure the co2 was blown off and lastly places the unit in standby mode, with the prime circulating through the shunt sensor. Additional information obtained from the user was that the team did not use a flat surface or the unit's bracket to brace their calibrator during calibration. This has been seen to possibly have the buffer solution drain out of the shunt sensor during the calibration procedure. The actual k+ values from the unit and the blood gas analyzer are not available, but it was noted that after the first in-vivo calibration, the k+ value went to a very high value on the monitor.